Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced scale marking issues with the scale markings appearing "slanted."

Event description:
It was reported that the syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced scale marking issues with the scale markings appearing "slanted."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8260822. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Investigation: customer returned (8) loose 0.3ml 30g 12.7mm bd insulin syringes (used). Consumer reported finding syringes with "slanted lines". Stated he cannot use because the markings/lines are off. The scale markings on all (8) returned syringes were examined and the position of the scale markings were found to be within manufacturing specification as per the plug gauge (see attached photos). The alleged defect could not be confirmed. A review of the device history record was completed for batch# 8260822. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure - after examination of samples no manufacturing defects were observed as all scale markings were within manufacturing specification.

Event description:
It was reported that the syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced scale marking issues with the scale markings appearing "slanted."